Manufacturer narrative:
The olympus endoscopy support specialist (ess) spoke with the customer to ask how the scope was reprocessed when the scope was received from the repair facility. The customer stated the scope was placed in the oer-pro once the scope was taken out the box from the repair facility. Due to the scope not being brushed when received, the customer believed that the brush retrieved was the original tip of the brush that was previously sent in for the repair. The scope will be sent back to the olympus repair facility to have the suction cylinder inspected. The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The brush and forceps passages were fine. There was no sign of restriction at the biopsy channel and suction cylinder. A borescope was used to check the suction cylinder. The suction cylinder was fine, and the suction flow was fine. The only issue found was the insertion tube insulation was out of standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the physician was having problems intermittently throughout the diagnostic colonoscopy procedure with the suction valve working correctly (poor suction) on the evis exera iii colonovideoscope. After the physician reached the cecum and was withdrawing the scope, the procedure was further paused. Once the valve was removed, the physician noticed something was stuck in the channel. The physician pulled the object out with hemostats and noticed the object was the tip of a cleaning brush head. The intended procedure was completed with the same device with intermittent surgical delays for a few minutes throughout the procedure. The patient was under moderate anesthesia. No other device was involved in the event and no device was replaced. No patient injury reported. The device had been inspected prior to use and deemed fine for the procedure. The scope had just been received back from repair for the issue of a tip of a brush being stuck in the channel. Additional information was received from the facility, the scope had previously been sent in for repair because a tip of a cleaning brush had broken off inside the suction channel. The scope was later returned and reprocessed in the processor and put into service. During the first case after the device was returned, the physician was complaining the suction was not functioning properly. When the physician took the button out there was the brush from the scope the facility had originally sent in for repair. Never was anything documented about olympus finding or removing the brush from the original service documentation. The facility had big concerns regarding the issue especially since this scope was used on another patient with the broken brush tip still inside.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The instructions for use of the device prohibits aspirating solid matter or thick fluids and states on actions to be taken in case they are aspirated as follows: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ olympus will continue to monitor field performance for this device.